Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with pimples or bumps, drainage/watery, pustules, infection at the needle puncture site which occurred on an unspecified days after the sensor had been inserted in the arm. The patient went to a hospital due to a kidney infection on (B)(6) 2026 unrelated to dexcom. After removing a sensor that was on her, there was a skin reaction, a red bump on the needle puncture site. The skin reaction was confirmed to be an infection, and it was drained since there were pustules. No other treatment/procedure was done by the doctor. At the time of the report, patient condition was stable. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.